Manufacturer narrative:
See h6 for updated codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an implantable neurostimulator 977119 ngrc-ecaps magnetic resonance imaging (MRI) experienced overstimulation every few days when on a group, which the patient described as pain. Additionalissues included increases of stimulation in certain positions, discomfort, soreness, and pinching. Patient impedances were checked and found to be within normal limits. The patient was mapped for paresthesia coverage of painful areas, and paresthesia coverage was achieved. The patient had three dtm groups and three dtm endurance groups available, and closed loop was turned off. The painful areas were treated with paresthesia coverage. The issue was resolved. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.